Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose with blood glucose of 25.5 mmol/l. The customer's current blood glucose was 24.3 mmol/l. The customer did experienced the symptoms such as nausea, vomiting, abdominal pain, blow back, headache with fatigue and dry throat. The customer was treated by bolus with pump. Troubleshooting was done for high blood glucose. Customer stated they had been using insulin pump within 48 hours of reported high blood glucose event. Customer stated auto mode feature was used at the time of event. Based on customer report customer does not allege under delivering. The insulin pump will not be returned for analysis.